Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: exertional intolerance after a leadless pacemaker implant: what is the mechanism? Pacing and clinical electrophysiology. 2025. 48:394¿396. Doi: 10.1111/pace.15160 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding exertional intolerance after a leadless implantable pulse generator (ipg) implant. The authors des cribed a patient who had dyspnea, fatigue, and lightheadedness after the implant of the leadless ipg, and underwent a transaortic valve replacement (tavr). After the tavr, the symptoms did not improve, and they became intolerant of exercise. The patient¿s symptoms reproduced when they started to ventricularly pace during minimal activity in the office which was confirmed with simultaneous device interrogation. The symptoms of lightheadedness from pacemaker syndrome abated when they no longer ventricularly paced. Pacemaker syndrome was caused by ventricular pacing and loss of atrioventricular synchrony. The device was reprogrammed and subsequently replaced for an upgrade. The status of the device is unknown. No additional adverse patient effects were reported.